Manufacturer narrative:
E1: initial reporter phone: (B)(6) good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 95% stenosed, 25mmx3mm target lesion was located in the severely tortuous and severely calcified anterior descending branch. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent shaft fractured. The procedure was completed with another of same device. The patient condition following procedure was stable.

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 95% stenosed, 25mmx3mm target lesion was located in the severely tortuous and severely calcified anterior descending branch. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent shaft fractured. The procedure was completed with another of same device. The patient condition following procedure was stable. It was further reported that the break occurred during attempts to reach the lesion. However, the fractured part was outside of the patient's body, and the device was removed.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the hypotube identified no kinks or damages. A break was identified at the port exchange, 118cm distal to the distal end of the strain relief with stretching noted on the midshaft. A microscopic examination of the stent there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was returned with a product mandrel (outer diameter of 0.015') which extended out of both the guidewire port and the bumper tip. The tip damaged due to being coiled around it. A microscopic examination of the distal and proximal markerbands identified no damage device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event. This code was selected as the most probable complaint cause based on the information available. It was reported that the break occurred during attempts to reach the lesion. However, the fractured part was outside of the patient's body, and the device was removed. Device analysis confirmed the break as a break was noted at the port exchange, 118cm distal to the distal end of the strain relief with stretching noted on the midshaft. Based on the event description, it is likely that the user experienced resistance and during removal attempts, excessive force was applied and the device had separated. The IFU notes to remove the device is resistance was noted. The damaged tip was caused by re inserting the mandrel during repackaging for return.